Manufacturer narrative:
The associated complaint devices were not returned. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. The lot numbers are unknown for the additional listed parts. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a revision knee surgery was performed because a journey femur was implanted with a genesis baseplate and ps insert.